Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The a5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified sodium (na) flyers on ise cell #2. The service documentation revealed the sample syringe was improperly installed. The fse replaced the sample syringe, performed mid ref solution replace and mid ref solution rest, and performed precision runs which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified improper installation of the sample syringe which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
It was reported by the customer that ion-selective electrode cell 2 reported ongoing intermittent erratic sodium (na) results. There was no report or death or serious injury.